Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
An event involved a 3 pro 22 x 1 200/ca where it was reported that 2 catheters were leaking at the connection and had to restart the IV, the third one was noticed when anesthesia went to push propofol, and it squirted out of the crack in the catheter. So, IV (intra-venous) was restarted to continue the case. Leaks can expose a patient and/or clinician to medication that could cause or contribute to death or serious injury. There was patient involvement, and no harm reported. This report captures the second of three occurrences.